Event description:
The clinic reported that a pt with hyperopia treated for an I-sbk (sub-bowmans keratomileusis) laser vision correction in both eyes presented at a nine month post-operative examination with a refractive error of -.75 diopter in the right eye (od). The pt was also observed to have mild flap striae. The pt's post-op bcva is 20/30 od and ucva 20/40 od.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.